Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the right atrial (ra) lead exhibited dislodgement, no capture and had fallen in to the ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.